Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for evaluation. The reported unusual appearance (fold) was confirmed. The reported difficulty balloon movement during inflation and failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the patient presented with st elevation myocardial infarction (stemi) due to a lesion with mild tortuosity and mild calcification in the mid proximal circumflex. A guide wire was easily advanced and a 3.0 x 15 mm trek balloon was used to pre-dilate the lesion. The vessel opened fine and flow was good. A 4.0 x 38 mm xience alpine was deployed at the lesion; however, residual stenosis was noted on the distal end of the stent. A 4.0 x 12 mm nc trek balloon was advanced for post-dilatation. However, residual stenosis remained in the distal end of the stent. Then, a 4.0 x8 mm nc trek was advanced for additional post-dilatation, but the balloon watermelon seeded proximally during the initial inflation at 18 atmosphere (atm). The 4.0 x 8 mm nc trek balloon could not be re-positioned due to the loss of shape of the balloon after inflation, and was withdrawn from the patient anatomy with no resistance noted. A 4.0 x 8 mm non-compliant non-abbott balloon was able to reduce the residual stenosis to 20%. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.